Manufacturer narrative:
The insulin pump passed the functional testings including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. There was no unexpected low reservoir alarm, excessive "no delivery" error alarm, or delivery anomaly noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, and a cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, and a cracked reservoir tube window.

Event description:
The customer's mother reported via phone call that the customer has been having high blood glucose since the middle of (B)(6) 2016. Customer has been waking up in the 500 mg/dl range. Customer has talked to the health care professional and some adjustments have been made. Caller stated that the customer's current blood glucose is 479 mg/dl. Customer had a stomachache related to their high blood glucose. Customer has treated with boluses, temp basals, and by drinking pedialyte. Customer has a back-up of syringes but they usually don't use them. Customer was also experiencing low blood glucose in the 50s-60s mg/dl. Caller stated that the bolus history does not display all entries based on their recollection. Troubleshooting was performed and caller reported that the bolus appeared in the history. Customer was advised to do a complete set change. Customer will be sent a tubing clamp and was advised to call back once it is received.